Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 31 year old male patient admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was supported by extracorporeal membrane oxygenation (ECMO) and a vent for respiratory needs. Other underlying medical history was not shared. The 5.5 insertion site was found to be bleeding and a hematoma developed at day 4 of the support. The patient was not on anticoagulation due to a gastrointestinal bleed. The patient was on bivalirudin for direct thrombin inhibition. The team gave 2 units of blood and applied a pressure dressing and the site resolved. The 5.5 pump support continues to date. The patient survives on the 5.5 and ECMO.

Manufacturer narrative:
Pdi/ major bleed : the cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
D4. Catalog and serial corrected. H6b. Explantation day, month and year added.